Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge their ipg more frequently than normal. As a result, surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.